Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, the pulse generator exhibited backup vvi mode. After a device software download, normal function resumed.